Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100291 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 16 march 2023, of the 239 devices released to finished goods for lot sp100291, 236 have been distributed with 156 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 66 year old male patient had primary recurrent incarcerated incisional hernia repair surgery on (B)(6) 2015.during the hernia repair surgery, the surgeon implanted a strattice mesh; sp100291-183 - 1016002.after surgery, the patient returned to the hospital on (B)(6) 2019and was diagnosed with recurrent incarcerated incisional hernia and had extensive lysis of adhesions and mesh removal. No other information was provided.